Manufacturer narrative:
A beckman coulter fse (field service engineer) was dispatched and discovered a leak at the tubing through pinch valve pv37. The fse also discovered that the peltier module had been damaged by the leak. The fse proceeded to replace the peltier module and the tubing through pinch valve pv37 to resolve the issues. No further leaks or temperature errors were observed and the repair was verified per established procedures. Failure mode of the leak is attributed to a hole in the tubing through pinch valve pv37; the peltier module was damaged by the leak and the instrument operated as intended by generating "ambient temperature" errors to alert the operator to an instrument issue. (B)(4).

Event description:
The customer reported discovering a leak inside the lh 500 hematology analyzer while troubleshooting an "ambient temperature" error. The customer indicated that approximately 5 ml of fluid leaked but the leak was contained within the instrument. The customer was wearing personal protective equipment consisting of a laboratory coat, goggles, and gloves at the time of the event and no injury or exposure was reported. No discrepant patient results were generated and there was no change or affect to patient treatment in connection with this event.